Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2019, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2019, the patient's insertion site was noted to be painful, hard, red and thick. On (B)(6) 2019, the patient experienced stabbing pain in the abdomen and underwent a CT scan of the abdomen, which was normal with light inflammation. The patient was treated with unspecified antibiotic(s). On (B)(6) 2019, the insertion site was reported to be calm and insertion site pain was almost gone.